Manufacturer narrative:
P-cap locked in place properly during testing. On (B)(6) 2021 customer called on concern insulin pump is beeping a stuck button and cannot clear the alarm. The middle button is also not responding. No further concerns were recorded. Device was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the device. Device passed displacement test. However, intermittent button response noted during testing. Proceed it by removing keypad and cutting device open and perform a visual inspection on keypad traces, connectors and electronic stack. Per visual inspection it was determine that flattened keypad dome noted not allowing full button press access. During download review, on (B)(6) 2021 at 05:53:17 hour, a stuck key alarm was confirm. No moisture damage or components damage noted during visual inspection. No physical damage noted during visual inspection. In conclusion device was received with intermittent button response during testing due to flattened dome switch on the center button. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that the middle buttons was not responding. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.